Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from high blood glucose level and dka event on (B)(6) 2024. Dka led up to hospitalization of patient. No further information available.